Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a proglide after an interventional procedure. Reportedly, after the procedure of needle deployment and plunger removal, the suture was found outside the vessel during retracting the proglide. The lever could not be retrieved and forces were applied to remove the proglide device. A second proglide device was used, resistance was felt while depressing the plunger and the plunger could not be depressed. The whole device was removed and a non-abbott device was used to achieve hemostasis. A 8fr sheath was used. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The additional perclose proglide device referenced is being filed under a separate medwatch MFR number.

Manufacturer narrative:
(B)(4). Analysis of the returned device did confirm the reported difficult device removal. Based on the manufacturing inspection criteria and analysis of the returned device, the probable cause for the reported difficult device removal was determined to be incorrect device deployment sequence as the lever was forcibly closed to retract the foot prior to having the plunger removed to retrieve the suture. A review of the lot history record for the reported lot revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. There does not appear to be any indication of a lot specific product quality deficiency.